Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Painful - mouth [oral pain]. Wall of my cheek will heal quickly - mouth [mouth injury]. Spinning part became detached from the arm during brushing and the connection pin ended up in mouth, painful - oral-b brush head [injury associated with device] broke while brushing, spinning part became detached from the arm during brushing and the connection pin ended up in mouth - oral-b brush head [device breakage]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that after a short time, all 4 brushes from a 4 pack of oral-b flexisoft or precision clean brushheads broke while brushing his/her teeth. The consumer described that with the latest brush, the spinning part became detached from the arm during brushing, and the connection pin ended up in his/her mouth. The consumer reported it was painful, but the wall of his/her cheek would heal quickly. The outcome of painful was unknown. The outcome of the event to the wall of cheek was not recovered/not resolved. The case outcome was not recovered/not resolved. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Painful - mouth oral pain. Wall of my cheek will heal quickly - mouth injury. Spinning part became detached from the arm during brushing and the connection pin. Ended up in mouth, painful - oral-b brush head injury associated with device. Broke while brushing, spinning part became detached from the arm during brushing and the connection pin ended up in mouth - oral-b brush head device breakage. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that after a short time, all 4 brushes from a 4 pack of oral-b flexisoft or precision clean brushheads broke while brushing his/her teeth. The consumer described that with the latest brush, the spinning part became detached from the arm during brushing, and the connection pin ended up in his/her mouth. The consumer reported it was painful, but the wall of his/her cheek would heal quickly. The outcome of painful was unknown. The outcome of the event to the wall of cheek was not recovered/not resolved. The case outcome was not recovered/not resolved. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the incident happened after the fourth of fifth time brushing, and his/her cheek was fine now, it healed after a few days. The consumer still had the last brush used, but had thrown away the other brush heads. The case outcome was recovered. No further information was provided.